Event description:
Prismaflex machine was not pulling off the correct amount of fluid. Actually pulling off less fluid than the amount programmed. Also, noticed specks of plastic in the tubing (prismaflex m100 set). Talked with gambro rep and they recommended switching out the machine. Unable to, due to 2 machines being broken and out of service. All the other machines were in use. Rep recommended changing tubing out since it had run greater than 60 hours. Tubing/filter changed. Machine scales were calibrated prior to calling the co. Informed dr. Of equipment problems and still wanted to continue using machine. Tubing saved and picked up by mgr to return to co for eval. No blood loss was reported.